Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced pocket pain. About three months prior to (B)(6) 2021, the patient noticed their pocket site had really been bothering them. They felt like the muscle under their device was what hurt. They rated their pain about 5/10 in the pocket in the am, and as they continued to do activities throughout the day, the pain would intensify to a 10 or 11/10 at times. The patient denied ever having any redness or swelling to the site. The patient reported pain at the pocket site, and denied redness, edema, or drainage. The date of the test/report was (B)(6) 2021. Examination results stated there was no redness or swelling. The battery was not mobile. Palpation of the device did not cause pain. There were no signs of infection noted, but there was a possibility of a deeper infection in the pocket site. The event was possibly related to the device or therapy, and was not related to the implant procedure. The notes stated "incisional site/device tract: neurostimulator pocket." Medications were administered. On (B)(6) 2021, a tetracycline antibiotic was administered, and on (B)(6) 2021, oxycodone-acetaminophen was administered. The event resulted in an unscheduled clinic or office visit. The outcome was ongoing.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue is unresolved, but no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and manufacture representative (rep). The rep reported it is unknown if the patient had an infection that went deeper into the tissue. It is unknown if it was related to the device/therapy. Physical exam didn¿t reproduce the pain. (Actions taken are an antibiotic (in case of a deeper infection) <(>&<)> pain relief rx¿s were given. It is unknown as to whether it is resolved, the patient hasn¿t been seen and hasn¿t returned calls. The hcp reported there were high impedance and pocket site pain. Patient reported pain at interstim pocket site, denies redness, edema, or drainage. Date of test: (B)(6) 2021 / diagnostic type: examination specify results: there is no redness, swelling. The battery is not mobile. Palpation of device doesn't cause pain. No signs of infection noted. There is a possibility of a deeper infection in the pocket site. Date of test: (B)(6) 2021 / diagnostic type: device interrogation/device data specify results: impedances are normal with the exception of case and o date of test: (B)(6) 2021. New symptoms reported are about three months ago she has noticed that her pocket site has really been bothering her. She feels like the muscle under her device is what hurts. She rates her pain about a 5/10 in the pocket in the am, and as she continues to do activities throughout the day, the pain intensifies to a 10 or 11/10 at times. There is no redness, swelling. The battery is not mobile. Palpation of device doesn't cause pain. No signs of infection noted. There is a possibility of a deeper infection in the pocket site.